Manufacturer narrative:
Patient identifier: sid (B)(6). Service inspected the analyzer, performed troubleshooting, and determined the cc cuv dry tip (09d51-02) the likely cause of the depressed result. The part was replaced, and the issue was resolved. A review of the instrument¿s service history revealed no additional erratic or discrepant patient results reported for c401565 as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the product monitoring review for alinity c/clinical chemistry found no systemic issues or trends for the issue associated with this ticket. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. A review of historical data associated with the cc cuv dry tip did not identify any trends, nonconformances, or potential nonconformances. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the architect c4000 was identified.

Event description:
The customer observed falsely depressed magnesium results generated on an architect c4000 analyzer for multiple patients. The customer provided normal range is 1.8-2.5 mg/dl. The customer feels the calibration results from (B)(6) 2021 @2349 were bad and should have failed. Once the assay was recalibrated, the customer reran the samples. The following results were provided: sid (B)(6) initial result = 1.161 mg/dl, repeat result = 2.234 mg/dl. Sid (B)(6) initial result = 1.211 mg/dl, repeat result = 1.935 mg/dl. Sid (B)(6) initial result = 0.842 mg/dl, repeat result = 2.243 mg/dl. Sid (B)(6) initial result = 0.942 mg/dl, repeat result = 1.809 mg/dl. Sid (B)(6) initial result = 1.132 mg/dl, repeat result = 2.178 mg/dl. Sid (B)(6) initial result = 1.168 mg/dl, repeat result = 2.236 mg/dl. Additionally, the customer observed a falsely elevated initial magnesium result generated on an architect c4000 analyzer for one patient when compared to the repeat results on another analyzer. Sid (B)(6) initial run = 8.404 mg/dl, rerun on alternate analyzer = 2.45 mg/dl. Four patients (sid (B)(6)) were treated with magnesium with no impact to patient health. There was no impact to patient management reported for the remaining sids.